Manufacturer narrative:
The device history record was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that on (B)(6) 2024, 1 week following a light adjustment treatment, the patient was prescribed antiviral medication to treat herpes zoster keratitis with mild uveitis. Symptoms were resolved as of (B)(6) 2024, and the patient proceeded to complete the remaining lock-in treatments.